Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to lead fracture, which resulted in loss of capture. The lead was replaced with a new rv lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was recently received that two weeks prior to the follow up in which this lead fracture was identified and subsequent replacement of the rv lead, the patient experienced an episode of syncope that was original attributed to patient condition, however, is now alleged to have been caused by ventricular standstill due to the lead fracture. No additional information was reported other than the adverse event prior to the revision.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.